Event description:
It was reported to (B)(4); we are having seemingly increased incidences of facial blistering, chest and iliac crest post-op redness and pain.

Manufacturer narrative:
Unable to determine how many patients may have been affected, whether any of the injuries were severe, or what products were being used. Provided education on proper equipment selection, patient positioning, and use of disposables. No additional issues have been reported.

Event description:
It was reported to mizuho osi; we are having seemingly increased incidences of facial blistering, chest and iliac crest post-op redness and pain.